Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly was noted. The pump was received cracked case display window corner, scratched lcd window and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer treated with glucose tablets and food. The customer stated that the numbers were ramping on their own. The customer stated that the scroll bar is not moving up or down without input from the user. The customer was advised that the up and down buttons may be stuck. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.